Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic bariatric surgery, the stapler was not able to fire, the surgeon was able to press the green button and the handle did not squeeze. The load did not fire and they opened a new reload to complete the case. There was no patient injury.